Event description:
It was further reported that the patient died due to unknown cause. In addition, adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, clinical status assessment identified the patient's condition as stable angina. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent . Following post-dilatation, residual stenosis was 30%. Three days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).